Event description:
Boston scientific crm received information that during the change out procedure, the physician experienced difficulty removing the right atrial (ra) lead from the header of this cardiac resynchronization therapy defibrillator (crt-d). The representative noted that fluid was present in the set screw cavity and all the way back to ra lead. Excessive force was required to remove the lead. The pin broke off of the ra lead and remained in the header. The ra lead was then capped. The right ventricular (rv) lead was very difficult to remove as well, but the lead was successfully removed and was not damaged. No adverse patient effects have been reported.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.